Event description:
The note from the prosthetist said that the patient reported that the battery was not charging correctly. There was no patient injury involved.

Manufacturer narrative:
Missing information: patient information, the details on patient information are pending and will be provided once the practitioner responds to manufacturer. Suspect medical device, concomitant medical products and therapy dates: the details on components used in prosthesis are pending and will be provided once the practitioner responds to the manufacturer.